Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The 70% stenotic lesion was located in the moderately calcified and mildly tortuous left anterior descending artery. Access was obtained through the femoral artery. The physician advanced the 2.5x20mm quantum maverick balloon to the lesion and on the second inflation, inflated the balloon to 10atms and the balloon ruptured. There were no patient complications. The device was removed intact. The procedure was completed with another 2.5x20mm quantum maverick and the deployment of an unspecified stent. Patient status is reported as "good".

Manufacturer narrative:
(B)(4): the device was disposed of by the hospital; therefore it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4)